Event description:
It was reported that pump issued multiple repeated alerts indicating empty cartridge and pump initially did not accept new cartridge loads. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by repeatedly loading new cartridges until pump accepted one, successfully resumed insulin delivery.